Event description:
It was reported that a m.blue (#fx802t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the valve showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2023. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 16 months . Gender: female.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage were determined. Permeability test: a permeability test has shown that the m.blue has a blockage. Computer controlled test: because the valve is not permeable, a computer controlled test is not possible. Adjustment test: the m. Blue valve was tested and is not adjustable braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found inside to make the deposits in the valve more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine a blockage and non-adjustability at the valve. The dry deposits visible in the valve may have led to the occlusion. The dried deposits indicate that the product was stored dry. Testing dry stored products is only of limited value. Dried residues of organic material can falsify the test results. Deposits of natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.